Manufacturer narrative:
Device elevation anticipated, but not yet begun.

Event description:
During routine testing of the device, the user observed that the electronic gas delivery module did not function as expected. Manual control of the gas delivery remained available. There was no adverse consequence to a patient as a result of this event.